Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00372. It was reported that the patient presented via remote transmission with symptoms of dizziness when raising arms above their head. Right ventricular lead noise resulting in pacing inhibition and an insulation a abrasion was observed. It was also noted that insulation abrasions were on the left ventricular lead as well. The right ventricular lead was partially capped and replaced on (B)(6) 2020 while the left ventricular lead remains implanted and functional. The patient was stable after the procedure.